Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted that the strain relief was found to be partially detached from the luer. Microscopic analysis of the catheter was performed, and with the help of an ultraviolet (uv) light, separation between the strain relief/luer could be seen. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
Reportable based on returned device analysis completed on 13 january 2026. It was reported that during a pulse field ablation (pfa) procedure, a farawave catheter was selected for use. Damage in the form of a bubble-like pattern was observed on the catheter port. A new catheter was used to complete the procedure. The procedure was completed without patient complications. The catheter was returned for analysis. However, analysis of the returned device revealed detachment of the luer.